Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to lack of sample, and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. The 510k number cannot be provided in this report as the product code is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine (hc). The technical service representative(tsr) explained the alarm to the nurse. The tsr advised the nurse they will need to restart with new supplies in order to drain out the patient. There was patient involvement; however, there was no injury or medical intervention reported.